Event description:
It was additionally reported that the patient underwent transplant. The patient was elevated for non-device related issues. The device operated as expected. The pump will be returned for evaluation. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for patient that was admitted for implantable cardioverter defibrillator (ICD) shocks. The log files captured no abnormal system controller alarms or pump faults.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this investigation. It was reported that the patient experienced ICD shocks. It was communicated that the patient was moved up the transplant list for reasons unrelated to the device and that the pump would be returned. Review of the submitted log files revealed that the device was operating as expected. No unusual events or alarms were captured. The pump was returned assembled with the pump cable severed approximately 9.5¿ from the pump header. The distal section of pump cable was also returned. The sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief hardware engaged. The outflow graft was wrapped and stapled at the distal end. The apical cuff was returned secured with the cuff lock engaged. The interior of the outflow graft and graft attachment did not contain any adhered depositions or thrombus formations. Examination of the remaining pump blood-contacting surfaces found no adhered depositions or thrombus formations that would have contributed to any functional issues. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The log files retrieved from the returned pump revealed that the device was operating as expected. No unusual events or alarms were captured. The pump was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The pump operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of this document lists adverse events, including cardiac arrythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complications that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.